Event description:
Complainant alleged that during patient (age and gender unknown) transport, there was no screen display when monitoring the patient's heart rhythm. The medics then obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.